Manufacturer narrative:
E1 - title: (B)(6). E1 - phone number: (B)(6). D9 / h3 - it is unknown if the device will be returned for investigation. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported the sof-flex multi-length ureteral stent set¿s stent failed to be inserted because there was a complication, during an unspecified procedure. The device was removed from the patient, and it was damaged. The device was lost in the patient's kidney. Additional information has been requested but is currently unavailable.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Additional information: b5, d9 h3 ¿ the device is not being returned for evaluation. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received 14apr2026: the device was discarded.

Manufacturer narrative:
Correction: b2 - outcomes attributed to ae.investigation ¿ evaluation.it was reported the sof-flex multi-length ureteral stent set¿s stent failed to be inserted because there was a complication, during an unspecified procedure. The device was removed from the patient, and it was damaged. The device was lost in the patient's kidney.given that the customer states both that they discarded the device and it was lost in the patient¿s kidney it is cook¿s assumption that the device separated during removal and part of the device, not the entire device, was lost in the patient¿s kidney. Reviews of documentation including the complaint history, quality control procedures, manufacturing instructions (mi), and instructions for use (IFU) were conducted during the investigation.the complaint device was not returned; therefore, no physical examinations could be performed.additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record showed no discrepancies related to the reported failure mode. A review of complaint history records showed no complaints associated with the complaint device lot. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in the field.cook also reviewed product labeling. The product IFU, "[t_sfmus_rev1]" ¿sof-flex multi-length ureteral stent set¿ provides the following information to the user related to the reported failure mode.¿precautions.do not force components during removal or replacement. If resistance is encountered, stop. Determine the cause of the resistance before proceeding.stent removal.the stent may be removed by gentle withdrawal traction using endoscopic forceps or tether.how supplied.upon removal from the package, inspect the product to ensure no damage has occurred.¿based on the information provided, no product returned, and the results of the investigation, cook was unable to determine the cause of this separation. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints.per the risk assessment no further action is required.this report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute toa death or serious injury if a malfunction occurred.